Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, with the caller acknowledging and agreeing to reset the pump when able. No additional outcomes were reported regarding the incident.